Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, hospitalization and motor error alarm. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they are out of supplies and feel they went to the hospital due to the device malfunctioning. Troubleshooting for high blood glucose was performed. Customer was placed on insulin drip while at the hospital. Customer experienced trouble breathing, high ketones, diabetic ketoacidosis and was close to going into a diabetic coma. Customer was wearing the insulin pump when admitted into the hospital. Troubleshooting for motor error alarm was performed. Customer was unable to troubleshoot as a result of not having the necessary supplies. Customer was advised supplies would be sent out to them in order to complete troubleshooting.